Manufacturer narrative:
The data logs from the analyzer have been received and are being investigated. When a conclusion has been obtained the result will be reported.

Event description:
On (B)(6) 2014, a patient's ica was run on the abl90 analyzer with sn#(B)(4) at 01:37. The ica result was reported to be a 3.63 mg/dl. Because it was critically low, the staff questioned the result and repeated it on (B)(4) at 01:38 and on (B)(4) at 01:41 where the result was 4.20 mg/dl and 4.22 mg/dl respectively. There was no reported injury, diagnosis or treatment based on the low calcium result.